Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the ria drive shaft met specifications and fulfilled ao/asif requirements completely. No failure in production could be discovered. We are not able to determine the exact cause of this occurrence as no detailed information is provided. We would like to refer to our technique guide (036.000.553) wherein indicated is; within bone removal the chosen cutter head has to be 1.0 mm up to 1.5 mm larger than the diameter from madullary cavity/istmus . Furthermore the specified torque and drill speed has to take into account by using power tools. Therefore, a mechanical overload stress caused this breakage. The overload stress exceeded the load limit of the material and caused the material crack / fatigue breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal tip of a ria driver shaft was broken. It was discovered while product was being checked; there was no patient or case involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Additional product code: hrx. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.